Manufacturer narrative:
The investigation determined that lower and higher than expected vitros ipth2 results have occurred with multiple patient samples when comparing data from a method comparison study between the vitros ipth2 assay and the vitros ipth assay on a vitros xt 7600 integrated system. A definitive assignable cause could not be determined. There is no indication the vitros ipth2 reagent in use at the time of the event was not performing as intended as vitros quality control fluids processed within the timeframe of the correlation testing were predicting as expected and no issues regarding accuracy or precision of the vitros assay were indicated by the customer. Additionally, precision testing of the vitros xt7600 integrated systems was not performed, therefore, no assessment of the instrument's performance at the time of the event was made. However, the customer gave no indication of any vitros xt7600 system malfunction and since two different vitros instruments were affected, it is unlikely an instrument performance issue is a contributor to the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros ipth2 reagent lot 0100.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower and higher than expected vitros ipth2 results have occurred with multiple patient samples when comparing data from a method comparison study between the vitros ipth2 assay and the vitros ipth assay on a vitros xt 7600 integrated system. The vitros ipth2 reference interval: 1.5 - 8.0 pmol/l the vitros ipth reference interval: 1.4 - 9.1 pmol/l j76001152 correlation sample 2 vitros ipth2 result of 7.70 pmol/l (within the reference interval) vs. The vitros ipth result of 11.52 pmol/l (above the reference interval). Correlation sample 7 vitros ipth2 result of 7.30 pmol/l (within the reference interval) vs. The vitros ipth result of 10.88 pmol/l (above the reference interval). Correlation sample 21 vitros ipth2 result of 6.11 pmol/l (within the reference interval) vs. The vitros ipth result of 9.96 pmol/l (above the reference interval). Correlation sample 27 vitros ipth2 result of 7.08 pmol/l (within the reference interval) vs. The vitros ipth result of 10.66 pmol/l (above the reference interval). J76001174 correlation sample 21 vitros ipth2 result of 6.67 pmol/l (within the reference interval) vs. The vitros ipth result of 10.48 pmol/l (above the reference interval). Correlation sample 22 vitros ipth2 result of 1.50 pmol/l (within the reference interval) vs. The vitros ipth result of 0.77 pmol/l (below the reference interval). Correlation sample 27 vitros ipth2 result of 7.61 pmol/l (within the reference interval) vs. The vitros ipth result of 11.08 pmol/l (above the reference interval). The variability observed between the vitros ipth2 and ipth assays is an expected outcome, given the lack of standardization across ipth measurement methods. Differences in assay design, antibody selection, and various circulating fragments contribute to the well-documented inter-method discrepancies in pth measurement. Ortho had previously communicated (cl2016-196) that the vitros ipth assay was approximately 20% higher than a non-vitros roche method. The vitros ipth2 assay has eliminated that 20% high bias. Therefore, there is an expected 20% bias between ipth and ipth2. The ipth2 results obtained in the correlation study are >20% biased to the ipth results and therefore are reportable. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The customer performed the patient sample correlation as part of a system correlation testing for menu expansion and no patient sample results were reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment 607697.